Event description:
It was reported, one of the pt's leads was thought to be pressing on a nerve and causing her discomfort. The physician decided to explant and replace the lead with a different model. Postoperative, the pt reported effective coverage without any discomfort at the lead site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.